Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member of the patient that the implantable cardiac monitor (icm) was down in the tissue but it seemed like the top of the device was pushing out. It was also noted the area of the device was swollen. The icm remains in use. No further patient complications have been reported as a result of this event.